Manufacturer narrative:
(B)(4). This lot was manufactured from july 31, 2014 to august 1, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed that the coil cap had separated from the housing, which was malformed. The reported condition was verified. The cause of the separation was determined to be due to the malformed housing. The cause of the malformed housing could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coil cap of a large volume folfusor detached from the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.